Event description:
The customer initially called for help priming the insulin pump. The customer then experienced low blood glucose levels of 49 mg/dl, which were treated with orange juice. The paramedics were called due to the low blood glucose levels. Troubleshooting revealed that the customer primed the infusion set while being connected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.